Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was jamming and getting stuck on the procedure (note from customer). Additional information was provided by cst who said device jammed, clip was sideways in jaws of device, and device was stuck on cystic duct. Device was pulled from cystic duct to remove from tissue. There was no damage to cystic duct and case completed with another device of the same product code. There were no patient consequences.